Manufacturer narrative:
Product analysis #(B)(4) :during analysis the setscrew was able to be tightened on to a known good lead. The ins is electrically ok. Concomitant products: product ID: 3889-28, lot# v170198, implanted: (B)(6) 2008, product type: lead. Product ID: 3889-28, lot# v176885, implanted: (B)(6) 2008, product type: lead. (B)(4). Final analysis of neurostimulator model 3058 (lot # njy250878h ) showed ins set screw backed out too far. During analysis the setscrew was able to be tightened on to a known good lead. The ins is electrically ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a faulty header on implantable neurostimulator (ins). It was noted that the lead could be pulled out of the header even when the set screw was tightened with the torque limiting screw driver. The device was not implanted. A different product was used. There were no patient symptoms or complications associated with the event. The patient status at the time of the reporting was noted as alive - no injury.